Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use was present. The catheter extended up to the 40 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed between the 11 and 12 cm depth markers. Microscopic observation of the leak location revealed a circumferential split. One of the split corners fractured into a ¿y¿ shape. The split edges were rough and granular. One of the split edges appeared to have a matte discoloration. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the characteristics of the split, the likely contributing factor incldues repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr0595 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported patient with morbid obesity with PICC implanted on (B)(6) 2019 for poor vascular access. Since this date, PICC was used for blood extraction. During first week of january they conducted the rutinary cure and they checked the permeability of the PICC and noticed that liquid refluxes at the insertion point. At this point, catheter was removed and it was observed a hole (approximately at the height of mark of 7 cm). Finally, they had to intervent the patient to implant a new PICC.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0595 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported patient with morbid obesity with PICC implanted on (B)(6) 2019 for poor vascular access. Since this date, PICC was used for blood extraction. During first week of (B)(6) they conducted the routinary cure and they checked the permeability of the PICC and noticed that liquid refluxes at the insertion point. At this point, catheter was removed and it was observed a hole (approximately at the height of mark of 7 cm). Finally, they had to intervet the patient to implant a new PICC.